Manufacturer narrative:
The investigation for the high purge pressure and the purge leak has been completed. Clinical details state that the purge cassette was replaced and high purge pressure did not resolve. Data logs were investigated, and the high purge pressure event was confirmed, however, on an earlier date than reported. There is a drop in pump flow, a motor current spike, and slight speed deviation. This is followed by a 2 minute rise in purge pressure until the alarm is triggered as well as saturated flow. There are no p-level changes at this time. These are all indications that biomaterial likely hit the impeller, got sucked into the purge gap, causing saturated flows and increased purge pressure. Imc logs were reviewed and confirm that they did attempt to resolve the complication by replacing the purge cassette. The purge pressure didn't drop back down to normal levels until 10 hours later. The pump was not returned for investigation. Based on the clinical details provided and data logs, the root cause of the high purge pressure against the purge cassette was determined to be no problem found. Based on the data logs, the root cause of the high purge pressure was determined to most likely be biomaterial. Data logs were further reviewed finding there was a "purge pressure low" alarm that triggered and over the course of an hour the purge pressure dropped from around 500 mmhg until the alarm triggered. Then, imc logs show that the purge cassette was replaced and the complication resolved. The returned purge cassette was investigated and while priming it, a leak could be seen coming from the purge disc. There are no clinical details that indicate that the aic's retainer was damaged. Additionally, the pump and console were able to run with a new cassette for the following 8 days. Based on data logs and returned product the root cause of the purge cassette leak was due to a damaged purge disc from an external manufacturing process. Added- b5-mso review, d6b, h6 impact code 4629.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome. The patient expired several days after the purge replacement. The pump provided support as expected until then.

Manufacturer narrative:
The purge cassette was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that while on impella 5.5 support for 82-year-old male patient, the purge pressure increased. The purge flow rate reached approximately 1 ml/h. The purge line was checked for kinks, but none were found. The purge set was replaced, but there was no improvement. Pump replacement was under consideration. It was also noted that the purge pressure decreased. Fluid leaked from the pressure transmitter.issue was resolved by replacing the purge set. The patient remains on support.